Manufacturer narrative:
Section b5: it was reported that a patient underwent placement of an optease vena cava filter. The information provided indicated that the filter subsequently tilted, fractured and occluded causing pain and stenosis of patient¿s inferior vena cava (ivc), requiring a complicated removal procedure. The patient has reported pain and edema due to stenosis of the ivc. According to the medical records the patient had a history of allergy to bactrim, abdominoplasty, carpal tunnel syndrome, deep vein thrombosis (dvt), gastroesophageal reflux disease, hernia repair, partial resection of the colon, nissen fundoplication, obesity, pelvic fracture, pulmonary embolism (pe), tubal ligation, urinary tract infection and blood coagulation disorder. Two weeks before the index procedure a chest computed tomography (CT) scan was conducted for an indication of chest pain with syncope. The scan revealed pe in segmental branches of the right lower lobe. An ultrasound of the patient's legs was negative for dvt. Ten days before the index procedure an abdominal CT scan was conducted for an indication of ascending hematoma. The scan revealed hematoma with areas of active arterial extravasation. A CT scan on the day of the index procedure revealed a hematoma. A right hemicolectomy with evacuation of hemoperitoneum was conducted due to a spontaneous bleed around the wall of the cecum while on anticoagulation therapy. The vena cava filter was placed via the patient's right common femoral vein and deployed below the level of the renal veins. At the same time of the filter placement, an arteriogram of the superior mesenteric and celiac arteries was performed along with arteriogram of 3 right lumbar arteries. Findings of the arteriograms noted a widely patent superior mesenteric artery (sma), the right hepatic artery was replaced to the sma, there was a prominent mass effect noted in the right mid abdomen with displacement of regional vessels corresponding to the large area of hematoma seen on the CT scan. The patient had a complicated hospital course with anemia and respiratory failure. One day after the index procedure the patient had another procedure to close the hematoma evacuation site. The patient was intubated a second time after the second surgery. The patient was discharged 12 days after admission. Six years, four months and two weeks after the index procedure, the patient had an ultrasound (u/s) of the lower extremities for edema and phlebitis. The result was negative for dvt. Six years and six months after the index procedure, the patient presented to an emergency room (ER) with complaints of abdominal pain, a CT scan revealed previous gastric surgery and the ivc filter. No acute abdominal or pelvic pathology was found, and the patient was discharged home. Six years and seven months after the index procedure, the patient had an ultrasound guided radiofrequency ablation of the greater saphenous vein for venous insufficiency. Sequential ablations were performed at one month later, eleven days and nine days after the third ablation. One week later after the second treatment for varicose veins, the patient presented to the ER for right lower extremity pain. A u/s was negative for dvt, the patient was discharged home the same day. Two days later, the patient had a bilateral lower extremity u/s for venous insufficiency. The results were negative for dvt; however, there were numerous occluded varicosities noted. Approximately seven years and two weeks after the index procedure, the ivc filter was removed as the patient no longer required the device. Approach was made from the right common femoral vein and the right internal jugular vein. The filter was removed after blunt dissection of endothelium was performed. The filter was noted to be intact upon removal. Localized strut fracture was observed; however, all portions were still connected to the filter. A venocavogram done after the procedure observed stenosis of the ivc. A percutaneous transluminal coronary angioplasty (ptca) was performed with a 24 mm x 4 cm balloon. The patient tolerated the procedure well without complications. There is currently no additional information available for review. The product was not returned for analysis and the sterile lot number has not been provided; therefore, no device analysis nor device history record review could be performed. The optease vena cava filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the vena cava for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pe where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pe where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. Ivc stenosis or occlusion does not indicate a device malfunction. Blood clots that develop in the veins of the leg or pelvis, may be related to a condition called deep vein thrombosis (dvt). Large thrombus within the vena cava or lower extremities may impede perfusion and cause venous insufficiency. With time, high pressure in the leg veins due to venous insufficiency of either the superficial or deep veins (or both) can cause leakage of blood out of the capillary beds, resulting in swelling and pain or discomfort of the affected extremity. Venous insufficiency is most often caused by either blood clots or varicose veins. In varicose veins, the valves are often missing or impaired, and blood leaks back through the damaged valves. In some cases, weakness in the leg muscles that squeeze blood forward can also contribute to venous insufficiency. Patient, pharmacological factors vessel characteristics may have contributed to these events. Filter fracture and tilt are known potential long-term events associated with the use of the filter. Anatomic locations that create concentrated stress points from filter deformation (for example, deployment at apex of scoliosis, overlapping of either of the renal ostia, or placement adjacent to a vertebral osteophyte) may contribute to fracture of a particular filter strut. Ivc filter tilt has been associated with the anatomy of the vessel, specifically asymmetry and tortuosity. Clinical factors that may have influenced the events include patient, pharmacological and lesion characteristics. Without procedural films or post-placement imaging the report of tilt, fracture, and occlusion of the inferior vena cava (ivc) filter could not be confirmed. The timing and mechanism of the tilt has not been reported at this time and a clinical conclusion could not be determined as to the cause of the event. It is unknown if the reported fracture occurred during the removal of the device. With the limited information available it is not possible to determine an exact cause for the reported events. Pain and edema due not represent a device malfunction and may be related to underlying patient specific issues. There is nothing in the reported information to suggest that there is a design or manufacturing related issue, as such no corrective action will be taken. Should additional information become available, the file will be updated accordingly.

Event description:
Additional information received per the medical records indicate that approximately three weeks after the index procedure the patient presented with complaints of abdominal pain. A computed tomography (CT) scan of the chest was performed for complaints of chest pain. The results indicated no pulmonary embolism (pe) but thrombus was observed in the left common femoral vein. The patient was discharged the same day. The next day an ultrasound was done of the patient's left lower extremity to rule out deep vein thrombosis (dvt). No dvt was visualized. Three months after the index procedure the patient presented with chest and abdominal pain. A chest CT scan with runoff was performed. The results showed no pe and no dvt. The previously visualized dvt of the left common femoral vein was no longer seen. Approximately one year and five months after the index procedure the patient presented to an emergency room (ER) after falling while on a scooter. A CT scan of the pelvis was performed to rule out a pelvic fracture. A commuted fracture of the left pubis and subtle vertical fracture of the left sacral ala was observed. The chest x-ray was negative.

Manufacturer narrative:
It was reported that a patient underwent placement of an optease vena cava filter. The information provided indicated that the filter subsequently tilted, fractured and occluded causing pain and stenosis of patient¿s inferior vena cava (ivc), requiring a complicated removal procedure. The patient has reported pain and edema due to stenosis of the ivc. According to the medical records the patient had a history of allergy to bactrim, abdominoplasty, carpal tunnel syndrome, deep vein thrombosis (dvt), gastroesophageal reflux disease, hernia repair, partial resection of the colon, nissen fundoplication, obesity, pelvic fracture, pulmonary embolism (pe), tubal ligation, urinary tract infection and blood coagulation disorder. Two weeks before the index procedure a chest computed tomography (CT) scan was conducted for an indication of chest pain with syncope. The scan revealed pe in segmental branches of the right lower lobe. An ultrasound of the patient's legs was negative for dvt. Ten days before the index procedure an abdominal CT scan was conducted for an indication of ascending hematoma. The scan revealed hematoma with areas of active arterial extravasation. A CT scan on the day of the index procedure revealed a hematoma. A right hemicolectomy with evacuation of hemoperitoneum was conducted due to a spontaneous bleed around the wall of the cecum while on anticoagulation therapy. The vena cava filter was placed via the patient's right common femoral vein and deployed below the level of the renal veins. At the same time of the filter placement, an arteriogram of the superior mesenteric and celiac arteries was performed along with arteriogram of 3 right lumbar arteries. Findings of the arteriograms noted a widely patent superior mesenteric artery (sma), the right hepatic artery was replaced to the sma, there was a prominent mass effect noted in the right mid abdomen with displacement of regional vessels corresponding to the large area of hematoma seen on the CT scan. The patient had a complicated hospital course with anemia and respiratory failure. One day after the index procedure the patient had another procedure to close the hematoma evacuation site. The patient was intubated a second time after the second surgery. The patient was discharged 12 days after admission. Approximately three weeks post implant, the patient presented with complaints of abdominal pain. A CT scan of the chest was performed for complaints of chest pain. The result was negative for pe but thrombus was observed in the left common femoral vein. The patient was discharged the same day. The next day an ultrasound was done of the patient's left lower extremity to rule out dvt, none were visualized. Three months after the index procedure the patient presented with chest and abdominal pain. A chest CT scan with runoff was performed. The results showed no pe and no dvt. The previously visualized dvt of the left common femoral vein was no longer seen. Six years, four months and two weeks post implant, the patient had an ultrasound (u/s) of the lower extremities for edema and phlebitis. The result was negative for dvt. Six years and six months after the index procedure, the patient presented to an emergency room (ER) with complaints of abdominal pain, a CT scan revealed previous gastric surgery and the ivc filter. No acute abdominal or pelvic pathology was found, and the patient was discharged home. Six years and seven months post implant, the patient had an ultrasound guided radiofrequency ablation of the greater saphenous vein for venous insufficiency. Sequential ablations were performed at one month later, eleven days and nine days after the third ablation. One week later after the second treatment for varicose veins, the patient presented to the ER for right lower extremity pain. A u/s was negative for dvt, the patient was discharged home the same day. Two days later, the patient had a bilateral lower extremity u/s for venous insufficiency. The results were negative for dvt; however, there were numerous occluded varicosities noted. Approximately seven years and two weeks after the index procedure, the ivc filter was removed as the patient no longer required the device. Approach was made from the right common femoral vein and the right internal jugular vein. The filter was removed after blunt dissection of endothelium was performed. The filter was noted to be intact upon removal. Localized strut fracture was observed; however, all portions were still connected to the filter. A venocavogram done after the procedure observed stenosis of the ivc. A percutaneous transluminal coronary angioplasty (ptca) was performed with a 24 mm x 4 cm balloon. The patient tolerated the procedure well without complications. There is currently no additional information available for review. The product was not returned for analysis and the sterile lot number has not been provided; therefore, no device analysis nor device history record review could be performed. The optease vena cava filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the vena cava for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pe where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pe where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. Ivc stenosis or occlusion does not indicate a device malfunction. Blood clots that develop in the veins of the leg or pelvis, may be related to a condition called deep vein thrombosis (dvt). Large thrombus within the vena cava or lower extremities may impede perfusion and cause venous insufficiency. With time, high pressure in the leg veins due to venous insufficiency of either the superficial or deep veins (or both) can cause leakage of blood out of the capillary beds, resulting in swelling and pain or discomfort of the affected extremity. Venous insufficiency is most often caused by either blood clots or varicose veins. In varicose veins, the valves are often missing or impaired, and blood leaks back through the damaged valves. In some cases, weakness in the leg muscles that squeeze blood forward can also contribute to venous insufficiency. Patient, pharmacological factors vessel characteristics may have contributed to these events. Filter fracture and tilt are known potential long-term events associated with the use of the filter. Anatomic locations that create concentrated stress points from filter deformation (for example, deployment at apex of scoliosis, overlapping of either of the renal ostia, or placement adjacent to a vertebral osteophyte) may contribute to fracture of a particular filter strut. Ivc filter tilt has been associated with the anatomy of the vessel, specifically asymmetry and tortuosity. Clinical factors that may have influenced the events include patient, pharmacological and lesion characteristics. Without procedural films or post-placement imaging the report of tilt, fracture, and occlusion of the inferior vena cava (ivc) filter could not be confirmed. The timing and mechanism of the tilt has not been reported at this time and a clinical conclusion could not be determined as to the cause of the event. It is unknown if the reported fracture occurred during the removal of the device. With the limited information available it is not possible to determine an exact cause for the reported events. Pain and edema due not represent a device malfunction and may be related to underlying patient specific issues. There is nothing in the reported information to suggest that there is a design or manufacturing related issue, as such no corrective action will be taken. Should additional information become available, the file will be updated accordingly.

Manufacturer narrative:
Please note that the exact event date is unknown and that the event date is the complaint awareness date. Occupation: other, senior counsel, litigation. It was reported that a patient underwent placement of an optease vena cava filter. The information provided indicated that the filter subsequently tilted, fractured and occluded causing pain and stenosis of patient¿s inferior vena cava (ivc), requiring a complicated removal procedure. The patient has suffered and continues to suffer from pain and edema due to stenosis of her inferior vena cava. There is currently no additional information available for review. The product was not returned for analysis and the sterile lot number has not been provided; therefore, no device analysis nor device history record review could be performed. The optease vena cava filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the vena cava for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pulmonary embolism where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pulmonary embolism where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. The instructions for use (IFU) states filter fracture is a potential complication of vena cava filters. Anatomic locations that create concentrated stress points from filter deformation (for example, deployment at apex of scoliosis, overlapping of either of the renal ostia, or placement adjacent to a vertebral osteophyte) may contribute to fracture of a particular filter strut. The timing and mechanism of the filter tilt is unknown. Ivc filter tilt has been associated with the anatomy of the vessel, specifically asymmetry and tortuousity. Occlusion and or stenosis of the inferior vena cava or the filter does not represent a device malfunction. Clinical factors that may have influenced the events include patient, pharmacological and lesion characteristics. Without procedural or post implant films for review, the reported filter fracture, tilt, stenosis and occlusion could not be confirmed, nor the cause determined. Blood clots that develop in the veins of the leg or pelvis, may be related to a condition called deep vein thrombosis (dvt). Large thrombus within the vena cava or lower extremities may impede perfusion and cause venous insufficiency. With time, high pressure in the leg veins due to venous insufficiency of either the superficial or deep veins (or both) can cause leakage of blood out of the capillary beds, resulting in swelling of the affected extremity. Pain and edema do not represent a device malfunction and may be related to underlying patient specific issues. Given the limited information available for review, a relation between the device and the event could not be determined. Pain does not represent a device malfunction. At this time, there is nothing to suggest that the reported events are related to the design and manufacturing process of the device; therefore, no corrective action will be taken. Should additional information become available, the file will be updated accordingly. Please note that this is the initial/final report for this product.

Event description:
As reported by the legal brief, the patient underwent placement of a optease vena cava filter. The filter subsequently tilted, fractured and occluded causing pain and stenosis of patient¿s inferior vena cava (ivc), requiring a complicated removal procedure. The patient has suffered and continues to suffer from pain and edema due to stenosis of her inferior vena cava.

Manufacturer narrative:
After further review of additional information received, the following sections have been updated accordingly: the product was not returned for analysis and the sterile lot number has not been provided; therefore, no device analysis nor device history record review could be performed. Additional information is pending and will be submitted within 30 days of receipt.

Event description:
As reported by the legal brief, the patient underwent placement of a optease vena cava filter. The filter subsequently tilted, fractured and occluded causing pain and stenosis of patient¿s inferior vena cava (ivc), requiring a complicated removal procedure. The patient has suffered and continues to suffer from pain and edema due to stenosis of her inferior vena cava.   Additional information received per the medical records indicate that the patient has a history of allergy to bactrim, abdominoplasty, carpal tunnel syndrome, deep vein thrombosis (dvt), gastroesophageal reflux disease (gerd), hernia repair, partial resection of the colon, nissen fundoplication, obesity, pelvic fracture, pulmonary embolism (pe), tubal ligation, urinary tract infection (uti) and blood coagulation disorder. Two weeks before the index procedure a chest computed tomography (CT) scan was conducted for an indication of chest pain with syncope. The scan revealed pe in segmental branches of the right lower lobe. An ultrasound of the patient's legs was negative for dvt. Ten days before the index procedure an abdominal CT scan was conducted for an indication of ascending hematoma. The scan revealed hematoma with areas of active arterial extravasation.  A CT scan on the day of the index procedure revealed a hematoma. A right hemicolectomy with evacuation of hemoperitoneum was conducted due to a spontaneous bleed around the wall of the cecum while on anticoagulation therapy. The vena cava filter was deployed via the patient's right common femoral vein. The filter was placed below the level of the renal veins. At the same time of the filter placement, an arteriogram of the superior mesenteric and celiac arteries was performed along with arteriogram of 3 right lumbar arteries. Findings of the arteriograms noted a widely patent superior mesenteric artery (sma), the right hepatic artery was replaced to the sma, there was a prominent mass effect noted in the right mid abdomen with displacement of regional vessels corresponding to the large area of hematoma seen on the CT scan. The patient had a complicated hospital course with anemia. One day after the index procedure, the patient experienced respiratory failure and was intubated, the patient had another procedure to close the hematoma evacuation site. The patient was intubated a second time after the second surgery. The patient was discharged 12 days after admission. Six years, four months and two weeks after the index procedure, the patient had an ultrasound (u/s) of the lower extremities for edema, phlebitis. The result was no dvt. Six years, six months after the index procedure, the patient presented to an emergency room (ER) with complaints of abdominal pain. A CT scan revealed previous gastric surgery and the ivc filter. No acute abdominal or pelvic pathology was found and the patient was discharged home. Six years and seven months after the index procedure, the patient had an ultrasound guided radiofrequency ablation of the greater saphenous vein for venous insufficiency. Six years and eight months after the index procedure, the patient had another ablation of greater saphenous vein for venous insufficiency. Six years and eight months and eleven days after the index procedure, the patient had an u/s guided sclerotherapy of multiple varicose veins and ambulatory phlebectomy. Six years and eight months and eighteen days after the index procedure, the patient presented to the ER for right lower extremity pain. An u/s was negative for dvt, the patient was discharged home the same day. Six years, eight months and twenty-seven days after the index procedure, the patient had an u/s guided sclerotherapy of multiple varicose veins and ambulatory phlebectomy due to bilateral lower extremity venous insufficiency complicated by edema, pain and discoloration. Six years, eight months and twenty-nine days after the index procedure, the patient had a bilateral lower extremity u/s for venous insufficiency. The results were negative for dvt; however, there were numerous occluded varicosities noted. Six years, ten months and nine days after the index procedure, the patient had a total abdominal hysterectomy (tah) with bilateral salpingectomy and lysis of adhesions for hypermenorrhea and dysmenorrhea. Approximately seven years and two weeks after the index procedure, the ivc filter was removed as the patient no longer required the device. Approach was made from the right common femoral vein and the right internal jugular vein. The filter was removed after blunt dissection of endothelium was performed. The filter was noted to be intact upon removal. Localized strut fracture was observed; however, all portions were still connected to the filter. A venocavogram done after the procedure observed stenosis of the ivc. A percutaneous transluminal coronary angioplasty (ptca) was performed with a 24 mm x 4 cm balloon. The patient tolerated the procedure well without complications.